Event description:
Patient self tester reports: protime system inr inconsistent patient results. On (B)(6) 2010, pst protime inr 1.4 vs 2.18 reference lab. Patient's inr therapeutic range: 2.0 - 3.0. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint evaluation.